Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material similar to a silicone tube in the forceps channel and due to the damage on the suction tube in the control section, foreign objects come out of the distal end. The cleaning, disinfection, and sterilization (cds) was performed by the customer as per procedure. The scope was reprocessed before being sent to olympus for repair. The leak test was negative, the cleaning brush had passed through the biopsy channel during manual debridement, and the automatic endoscope washer had not given any alarms. The problem persisted on the next text of the channel with a new clamp. In addition to the reportable malfunction, the following were noted: the air/water-cylinder and the suction cylinder had discoloration; switch box had a crack; the plug unit had corrosion due to water leakage; due to wear of the angle wire, the bending angle in down direction did not meet the standard value; the plastic distal end cover had a scratch; adhesive around the light guide lens had a chip; adhesive on the bending section cover had a chip; the connecting tube was deformed; the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope operative channel was clogged. The issue was found during a diagnostic gastroscopy, which was completed with another device after a 5 minutes delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a foreign material similar to silicone tube in the forceps channel and due to the damage on the suction tube in the control section, foreign objects come out of the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer elaborated on their reprocessing processes, which are in accordance with the reprocessing manual. The customer stated the disposable brushes used are from the company mgl art.cb-05-05-230. Additionally, the automatic washer-disinfectors are from the company cantel, model isa-wd. According to the customer, the machines are in perfect working order and maintenance is regularly carried out by the parent company at the intervals indicated by the machine, usually every six months. The disinfectants loaded by the machine are isaspor and isaclean. The concentration is automatically controlled by the machine. A reprocessing in-service by an olympus specialist took place in october 2022 and all nurses participated. Since january 2023, the facility has a new nurse on staff who, after a period of training, correctly performs all endoscopic work, including instrument reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information provided by the customer (identified withi b5) and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the foreign material from the distal end and biopsy channel cannot be identified. The full step-by-step reprocessing recommendations are available in the reprocessing manual and the inspection steps are detailed in the instructions for use (IFU) chapter 3. Olympus will continue to monitor the field performance of this device.